Event description:
It was reported that balloon rupture occurred. Vascular access has obtained via the contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx100mmx135cm-hybrid sterling balloon catheter was advanced to dilate the lesion. However, during inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.